Event description:
It was reported in an article in journal of the american college of cardiology: cardiovascular interventions titled 'a new concern: persistent coronary artery compression after balloon testing during transcatheter pulmonary valve replacement', next day post procedure, the patient was diagnosed with local hematoma. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the investigation is inconclusive, as the device was not returned for evaluation and no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Sarosh p. Batlivala and bryan h. Goldstein (2018). A new concern: persistent coronary artery compression after balloon testing during transcatheter pulmonary valve replacement. Jacc: cardiovascular interventions, vol 12, no. 3:e17-e20. Doi: 10.1016/j.jcin.2018.10.033. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported in an article in journal of the american college of cardiology: cardiovascular interventions titled 'a new concern: persistent coronary artery compression after balloon testing during transcatheter pulmonary valve replacement', next day post procedure, the patient was diagnosed with local hematoma. The current status of the patient is unknown.